Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior the date the manufacturer became aware of the event. Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7072429. UDI: (B)(4).

Event description:
It was reported that the patient had lead fracture and high impedances. The patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) lead replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior the date the manufacturer became aware of the event. Block d2b: lgw, qrb additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7072429 UDI: (B)(4). Sc-2317-50 (sn: (B)(6). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had lead fracture and high impedances. The patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) lead replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.